Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Insufficient product identification information was provided and thus a complaint history review could not be conducted. Insufficient product identification information was provided, and thus, an instruction for use review could not be conducted. Insufficient product identification information was provided and thus a risk management review could not be conducted. A clinical review states that the images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Patient-specific supporting clinical documentation has not been provided. Therefore, there were no clinical factors found which would have contributed to the reported coracoid fracture. However, it was noted via e-mail correspondence within the attachments that the physician and author of the article stated, ¿the smith & nephew device did not directly or indirectly cause or contribute to the listed complications/side effects. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4). A1: balke, m., wafaisade, a., hoeher, j., & greshake, o. (2023). Minimally invasive reconstruction of acute acromioclavicular joint injuries using the twinbridge button system. European journal of orthopaedic surgery & traumatology, 33(4), 1349-1355. H10: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
"It was reported that on literature review "minimally invasive reconstruction of acute acromioclavicular joint injuries using the twin bridge button system", 1 patient had a coracoid fracture after a acj reconstruction using two (2) endobutton devices. The events were treated conservatively. At final follow-up of 15 months, patient was free of complaints. No further information is available."